Event description:
The locking collar separated from the main body of the vortexport, and the port catheter fractured at the tip of the spigot. A second incision was made superior to the port pocket, and the catheter shaft was exposed. The catheter shaft was encircled with loops. The shaft was severed and a microwire was passed through the residual catheter fragment into the venous system and manipulated down into the inferior vena cava. The port collar and small fractured catheter fragment were then dissected free from the site of the port pocket. Next came the removal of the internal port catheter fracture, which required blunt and sharp dissection around the subcutaneous tunnel all the way up to the root of the neck where the catheter entered the internal jugular vein. This was performed from the secondary incision circumferentially around the catheter. Thus, the remaining catheter fragment was explanted intact.